Manufacturer narrative:
A good faith effort attempt confirmed there was no sound coming from the device when the issue occurred at customer site. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced sound. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed. Although the speaker was confirmed to be functioning per specification during testing it was indicated that there was no sound at the time of the event, the speaker has been replaced per current process. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the mx40 1.4 ghz smart hopping tele monitor displays a speaker malfunction error. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported the mx40 1.4 ghz smart hopping tele monitor displays a speaker malfunction error. It is not confirmed if there was still sound coming from the device.the device was in use on a patient. There was no report of patient or user harm.